Manufacturer narrative:
Pump received with normal operating currents, passed error test,self test, and the displacement test however, pump alarmed during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime test, and excessive no delivery test due to alarm. Pump was able to download to the carelink pro software without any errors. Pump received with case cracked at the display window corner. No cracks on the lcd window noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of fluctuating blood glucose of 250 mg/dl to 310 mg/dl. Troubleshooting found that the pump was cracked at the display screen. The customer was advised that the device would be replaced and agreed to return the product for analysis.